Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a male patient over (B)(6) old on (B)(6), 2010 (patient exact age and weight are unknown). According to the complainant, the procedure was completed with this device, however after deflating the balloon, the black exit marker on the catheter moved and appeared to be bunched. In addition, it was reported the device was difficult to withdraw from the endoscope. Therefore, the device and endoscope were removed from the patient together and the device was cut in order to be removed from the endoscope (as directed in the directions for use). No pieces of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported via trial that a 3.0 x15 mm xience v stent, was implanted in the mid circumflex on (B)(6) 2008. The patient returned with restenosis of the stented mid circumflex on (B)(6) 2010. Reportedly, due to the young age (unspecified) of the patient and the progression of the atherosclerotic disease, the patient was sent to bypass surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Weight: updated from unk to (B)(6).